Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name :(B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the cap fell off one specimen after delivered to the laboratory, there was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and stopper pop off was observed, cap/stopper was detached from the tube. Additionally, 10 retention samples from bd inventory were functionally evaluated for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for stopper pop off based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the cap fell off one specimen after delivered to the laboratory, there was no health impact or consequences reported.